Manufacturer narrative:
Unit was at end of life and will be replace. There was no ge repair. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in system reset during a case. The patient was switched to manual ventilation. There was no patient injury.